Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 co2 would not flow through the blunt tip trocar or the hemopro device. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/21/2024. An investigation was conducted on 09/04/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed.there were no visual defects observed on the intact btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline.there was no backflow observed in the co2 line.based on the returned condition of the device as well as the evaluation results, the reported failure "improper flow or infusion" was not confirmed. The lot # 3000401966 history record review was completed.there was a ncmr, rework, or deviations documented for the reported lot number.based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.